Event description:
Info received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The technician found the trend and hi/low switches were out of adjustment. He adjusted the switches to repair the bed.